Manufacturer narrative:
H6: investigation summary bd had not received samples, but 3 photos were provided for investigation. The photos were visually evaluated with the first two photos showing that the amount of blood drawn into one tube is different than the amount of blood drawn into the other tube in the photos, so the failure mode for underfill is confirmed. The third photo shows just the shelf pack with label. This product does not have a fill line with a minimum and maximum line; however, the quantity of blood drawn into evacuated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Additionally, 10 retention samples from bd inventory were evaluated by functional draw testing and the issue of underfill was not observed. Bd was not able to determine a definitive root cause for the underfill. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® acd solution a blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes are losing vacuum at half the fill volume. We are having to use a syringe to draw the blood and transfer it to the acd-a vacutainers."

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® acd solution a blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes are losing vacuum at half the fill volume. We are having to use a syringe to draw the blood and transfer it to the acd-a vacutainers."